Event description:
It was reported that the pt had no stimulation since the day before. The pt confirmed the stimulation was on. He tried increasing the amplitude, but still no stimulation sensation. The pt reported he had contacted his healthcare professional to have the device checked. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).